Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and spinal pain. It was reported that, around (B)(6) 2015, the pump exhibited intermittent stalls and then completely stalled. The patient was managed with oral medications. As of (B)(6) 2016, the issue was not resolved, and there was no patient injury. Surgical intervention was planned to replace the pump soon. The physician elected to replace the pump with that of a different manufacturer. Information related to symptoms, troubleshooting performed, cause of the motor stall, and the drug in the pump was not provided. Follow-up was being requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found pump motor feedthrough anomaly, shorting across insulator. (B)(4). Codes are being updated. The previously reported codes no longer apply.

Event description:
Additional information received that the pump system was delivering fentanyl (4000mcg/ml at 1199.2mcg/day), clonidine (0.4mg/ml at 0.11992mg/day), and bupivacaine 8.0mg/ml at 2.3984mg/day). Additional information received reported that the pump was replaced with another manufacturer product. The physician never called the manufacturer representative regarding the issue and never allowed them to be involved with troubleshooting. Pump logs showed motor stalls occurred on (B)(6) 2015 at 11:11 and recovered at 11:48, (B)(6) 2015 at 11:35 and recovered at 12:16, (B)(6) 2015 at 13:22 and recovered at 14:07 (another log shows this stall occurred at 13:19 and recovered at 14:04), (B)(6) 2016 at 17:39 and recovered at 17:44, (B)(6) 2016 at 07:00 and recovered at 07:37, (B)(6) 2016 at 08:43 and recovered at 08:56, (B)(6) 2016 at 17:12 and recovered at 17:19, (B)(6) 2016 at 01:43 and recovered at 01:58, (B)(6) 2016 at 03:30 and recovered at 03:43, (B)(6) 2016 at 08:29, "stopped pump period may exceed tube set occurred on (B)(6) 2016 at 08:29. Information related to symptoms, troubleshooting performed, cause of the motor stall, and the drug in the pump was not provided. Follow-up was being requested to obtain additional information.